Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A manufacturing review is in progress. A follow up medwatch report will be submitted upon reciept of additional informaition

Event description:
Upon completion of his treatment, a peritoneal dialysis (pd) patient discovered fluid leaking from his pd cycler's disposable cassette. The patient's peritoneal dialysis registered nurse stated that the patient experienced no adverse event related to the fluid leak. The patient was asymptomatic, was not administered an antibiotic, and was not hospitalized. The set was discarded.

Manufacturer narrative:
Event date is (B)(6).